Event description:
It was reported that during an implant attempt, there was a problem with the helix with the second placement attempt. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, the guidetooth was damaged, the lead was damaged at implant, and the lead was received at analysis with the steroid ring torn and it cannot be determined when this occurred. The analyst also noted that the helix will not extend or retract due to distal conductor distortion within the connector.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.